Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a fracture presented and dislodgement. The fracture and dislodgement were confirmed through a high impedance out of range present. The lead also presented impedance issues and high pacing thresholds measurements. No additional adverse patient effects were reported.